Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes have loose caps that cannot be recapped. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. However, 29 retained samples were sent for functional tests. During testing, five out of the 29 samples exhibited stopper creepout/stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes have loose caps that cannot be recapped. No adverse impact was reported regarding the patient or user.